Event description:
Patient reported the pump keeps displaying an e-3 (automatic off) and turning itself off in the middle of the night. Patient stated this has caused her to be hospitalized with dka. Advised patient this is a setting on the pump and can be turned off; did not have time to troubleshoot. Attempts to follow up with patient have been unsuccessful. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the....device was not requested to be returned.